Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose level ranged from 180-200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.